Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedance measurements on the right ventricular (rv) lead, measuring greater than 2000 ohms. It was noted the rv lead impedance measurements had fluctuated over the last year. The rv lead is a non-boston scientific product. The health care professional (hcp) bought the patient in for further troubleshooting and planned to continue to monitor the patient and system. This ICD remains in service. No adverse patient effects were reported.